Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the newly placed right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. Rv lead reposition was attempted, but the stylet failed to advance into the rv lead. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported events of high threshold, r-wave amp variation were not confirmed while the stylet could not insert was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The lead was evaluated with the stylet and found restriction/obstruction at the distal region of the lead. The cause of the reported event of the stylet couldn't be inserted was isolated to the inner coil clogged with blood.